Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) in the high 200s mg/dl for almost 24 hours. A fingerstick reading showed bg of 204 mg/dl versus 295 mg/dl on the ilet, revealing a dexcom g7 calibration issue. The agent assisted with recalibration and advised monitoring over the next two hours. At the end of the call, the user¿s glucose was 204 mg/dl and trending down. The event involved a lowest recorded glucose of 204 mg/dl and a highest of 300 mg/dl, was managed without ems, medical intervention, or external assistance, and the ilet system did not trigger alerts. No symptoms were reported and the user indicated of "feeling fine".